Event description:
It was reported that the customer received a power source alert. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A new cartridge was successfully loaded to address the event. Customer¿s blood glucose value was 128 - 150 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.